Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was 400-500 mg/dl. Customer went to the emergency room for elevated bg. Customer was treated intravenously with fluids of saline and insulin, and was released later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.